Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Knee scorpion jaw was returned along with complaint device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. The mating part (needle) was not returned. Function test could not be performed due to the related condition. Unrelated, laser markings on the tip became rusted and discolored.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the top part of the jaw broke off in the knee; it was removed from the patient and the case was completed.